Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that procedural factors could have generated the damage encountered. Based on all gathered information, the most probable root cause is ¿operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a gastroscopy and duodenal stent insertion procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the hydra jagwire guidewire detached outside the patient exposing the tip of the metal corewire. The incident occurred as a sphincterotome was being removed from the wire having been used to facilitate cannulation across the stricture and inject contrast beyond it. The procedure was completed with this hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a gastroscopy and duodenal stent insertion procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the hydra jagwire guidewire detached outside the patient exposing the tip of the metal corewire. The incident occurred as a sphincterotome was being removed from the wire having been used to facilitate cannulation across the stricture and inject contrast beyond it. The procedure was completed with this hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.